Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot and master lot. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4); qerts#: (B)(4).

Event description:
Customer reported one patient sample gave false negative reactions for poly anti-igg,- c3d gel cards lot#: 020619005-01; exp 11.28.19 when customer testing dat on ortho vision when compared to tube testing. Vision camera yielded a "?" Code and after review by customer, customer graded result as negative. Customer also tested the sample in tube testing, which yielded a positive result with a competitor's reagent. Customer states that they initially performed dat on vision with poly anti-igg,-c3d and result was negative. But, because this patient has a known history of cold antibody from 2014 and the antibody screen was positive, customer performed dat testing on the bench by tube testing with the following results: dat testing: is: 5'rt: poly; 1+; 2+; anti-igg; neg ; n/a; c3; 1+; 3+. Reaction grade obtained: negative; customer was expecting: positive; incubation time (for manual test only): vision. Test repeated: yes; method/result obtained by repeating: tube; sample ID: (B)(6); number of samples affected? One; was qc affected? No. Product details: card/cassette type:anti-igg,-c3d lot number:121318005-01; expire:10.14.19. Qc data: qc made in house with alba q check for dat pass on 07.16.19. Qc name: positive qc alba q check vial#4 + 5 drops anti-d lot no reported, and ortho complement cells 2+. Qc negative: alba q vial 4 without anti-d; diluent md126. Date of last qc run: 07.17.19. Product handling protocol: cassette/gel card storage temperature range: as per IFU's; cassette/gel card orientation:upright; rbc storage and handling:as per IFU's; visual appearance before use: normal. Customer repeated testing on vision with a different lot of gel cards, and a different lot of diluent, and obtained the same false negative results. Customer requested to tsc to send a different lot of gel cards to do more troubleshooting. Tsc confirmed with customer that they performed inspection of the gel cards before loading the gel cards. Customer reported the gel cards were acceptable. Tsc checked for similar reports with the poly anti-igg,- c3d gel cards and found no other similar reports.